Manufacturer narrative:
(B)(4).

Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: when a doctor cleaned the valve with gauze, it broke and disengaged. After it was moved to the instrument table for inspection, the device got disengaged.